Event description:
Dealer states end-user states charger sparks when unplugged. The end-user states it has happened multiple times. The dealer cannot make it happen again. The dealer also states sporadic flashing of lights at random. No additional information.